Manufacturer narrative:
The ge rep conducted an onsite investigation. The single board computer and the image processor board was replaced. The software was reloaded. The system was tested and operates as intended.

Event description:
The customer reported that the 6800 system would not boot up. No pt injury was reported.